Manufacturer narrative:
Date of event is unknown.

Event description:
Related manufacturer report number 1627487-2021-14204. It was reported that the patient was experiencing ineffective therapy due to lead fracture. As a result, surgical intervention occurred wherein the leads were explanted and replaced.